Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient wanted to replace two boxes of magic 3 catheters because they were defective. (Batch #juex3585),(batch #juex1141) per additional information received on 07sep2021, it was reported that the intermittent catheter had no silicone on it and items were packaged incorrectly. The lot given #juex3585.

Event description:
It was reported that the patient wanted to replace two boxes of magic 3 catheters because they were defective. Per additional information received on 07sep2021, it was reported that the intermittent catheter had no silicone on it and items were packaged incorrectly.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient wanted to replace two boxes of magic 3 catheters because they were defective. Per additional information received on 07sep2021, it was reported that the intermittent catheter had no silicone on it and items were packaged incorrectly. Per follow-up on 11jan2022, it was reported that the issues were resolved by receiving replacements. Customer described the packaging issue as the intermittent catheters appeared to be jammed in and folded like they had been removed and forced back into the box. Customer also reported that the catheter was on backorder and the patient was offered a comparable and ordered half of their usual order but received a full order instead of 53814g. Patient needed 16f catheter, not 14f catheter. The 14f catheter was too small for the patient and urine flow was much slower. Customer would call liberator to see if they could correct the order to be 16f.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "operator error". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.